Manufacturer narrative:
Unk. The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -14.5/+2.0/085 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2008. On (B)(6) 2018 the lens was exchanged with a longer lens due to low vault. The cause is listed as a patient-related factor. Reportedly, the patient's natural lens grew after the initial lens was implanted. The problem was resolved after the lens exchange.

Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial. There was residue on product. Visual inspection found the haptic torn and foreign material on lens surface (residue on lens). (B)(4).